Manufacturer narrative:
The customer reported that the hospital had a power failure and the cns (central monitoring system) had powered off. When powered on, it opened to a blue screen. The customer states the ups (uninterruptible power supply) appears to be working normally. There was no one in the area to see if the cns stayed on after the power failure. The biomedical engineer had a spare cns to install. There were no patients on the cns at the time of the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the hospital had a power failure and the cns (central monitoring system) had powered off. When powered on, it opened to a blue screen. The customer states the ups (uninterruptible power supply) appears to be working normally. There was no one in the area to see if the cns stayed on after the power failure. The biomedical engineer had a spare cns to install. There were no patients on the cns at the time of the issue.

Manufacturer narrative:
The customer reported that the hospital had a power failure and the cns (central monitoring system) had powered off. When powered on, it opened to a blue screen. The customer states the ups (uninterruptible power supply) appears to be working normally. There was no one in the area to see if the cns stayed on after the power failure. The biomedical engineer had a spare cns to install. There were no patients on the cns at the time of the issue. The unit was evaluated and the customer's reported problem was duplicated. Upon first boot up, the screen did display a blue screen. The old hdd was replaced with a new one to resolve the issue. The device was repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.